Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-01453. It was reported the patient lost right-sided stimulation and contacts 1-8 revealed invalid impedances. Reportedly, the ipg has been inoperable since (B)(6) 2014 due to the lack of recharge. Surgical intervention was undertaken on (B)(6) 2014 explanting and replacing both devices.